Event description:
The user received questionable ammonia results for two patient samples. Of the data provided, only the results for one patient sample were discrepant and reported outside the laboratory. The initial result was 118 umol/l with a data flag and was reported outside the laboratory. The repeat result on cobas c501 analyzer serial number (B)(4) was 37 umol/l with a data flag. The repeat results were considered to be correct. The patients were not adversely affected. The ammonia reagent lot number was 65392201 with an expiration date of 05/31/2013. The field service representative determined there was a fluidic failure and there was sample carryover from an obstructed probe. He replaced the sample probe, cleaned the vacuum valves and checked the rinse water volumes and the internal rinse water for the probes. He checked the cuvettes as the user had changed the cuvettes since the event occurred. He also checked the mixers. To verify the analyzer operation, he ran ammonia precision testing. The user ran quality controls and verified the results were in their ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.